Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of below 80 mg/dl at the time of the incident. The customer was at 112 mg/dl when they went out to run errands, and 151 mg/dl at the time the paramedics arrived. The customer used food to treat. The customer experienced symptoms such as inability to function well. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated sensor glucose versus blood glucose differences led to the low. The customer may have relied on sensor readings to treat. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.